Event description:
Pt diagnosed with leukemia had a subcutaneous port inserted on 5/6/94 for chemotherapy. Readmitted on 7/6/94 due to relapse of leukemia. When attempt was made to flush catheter, it could not be done. X-ray showed that end of catheter was sheared off and lodged in the superior vena cava. On 7/8/94 via cardiac catheterization, the catheter tip was removed. On 7/11 the remainder of the external catheter was removed and a new triple lumen catheter was inserted. Post-operatively, pt had chemo and became febrile. He eventually stabilized and was discharged 8/5/94.